Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient underwent a revision due to skin redness around the implantable neurostimulator (ins) pocket. An infection was not confirmed. It was unknown when this occurred. The patient has started to develop skin redness again and now the physician was concerned that they may need to do a revision again. The redness maybe associated with a recurrent infection. The patient was given antibiotics but was not responding to the antibiotics. It was noted the infection was not confirmed. The physician wondered if the patient was allergic to something the ins case was made out of. The patient was also showing redness around where his belt buckle met his skin, so they suspected maybe the patient had a metal allergy. The hcp was going to send the patient to an allergist. It was noted that the patient didn¿t have any type of redness/infection associated with the previous ins. Additional information has been requested to find out what was done at the revision and what actions will be taken to address the current redness. If additional information is received, a follow up report will be sent.